Event description:
The cot was not staying in the locked position because the ratchet springs were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.